Event description:
It was reported that a intellanav mifi open-irrigated ablation catheter was used in a rhythmia mapping and ablation procedure. It was reported that the irrigation tubing was broken, so that the catheter was no longer irrigated. The catheter was exchanged with a non-boston scientific catheter and the procedure was completed with no patient complications.

Manufacturer narrative:
Visual inspection of the device showed the irrigation extension tubing was found totally detached/separated from the luer fitting at the adhesive joint. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications.

Event description:
It was reported that a intellanav mifi open-irrigated ablation catheter was used in a rhythmia mapping and ablation procedure. It was reported that the irrigation tubing was broken, so that the catheter was no longer irrigated. The catheter was exchanged with a non-boston scientific catheter and the procedure was completed with no patient complications.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.